Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, 10.50/+1.5/075 (sphere/cylinder/axis), into the patients left eye (os). The lens had rotated post-op and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implant date: unk. Explant date: unk. Claim #: (B)(4).

Manufacturer narrative:
Additional information: b5- "on an unknown date the lens was explanted." H3 - device evaluation: the lens was returned in liquid in a vial. Visual inspection found no visible damage. (B)(4).

Manufacturer narrative:
Claim# (B)(4).